Event description:
An electrical smell after the device had been charging for 6-7 hours. User reported he looked at the device and there was smoke coming from the joystick of the user control panel (ucp). User reported, he looked at the battery charger and there were no light illiminated, at which time he unplugged the charger from the device and the wall outlet. User reported that the ucp was damaged. There was no allegation of harm reported by the user. While no injury was reported as a result of this event, if this event were to recur, there is a potential to cause injury to the user and / or damage to the device.